Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion. It was reported that the stent failed to cross the lesion, upon removal stent dislodgment occurred. The dislodged stent was not removed. No patient injury is reported.

Manufacturer narrative:
A right radial approach was used. The target lesion was a highly complex, diffusely diseased, calcified mid circumflex lesion, and had 80-90% stenosis. The lesion was pre-dilated twice using a 2.75x12mm sc balloon. The stenosis was reduced to 75%. Due to significant resistance, a non-medtronic guide extension catheter was used to assist in advancing the resolute onyx. Multiple attempts were made to advance the stent but were unsuccessful. There was significant resistance in the prox cx. It was reported that the stent dislodged from the balloon while withdrawing the device. The undeployed stent was seen in the left main and prox cx. An attempt to retrieve the stent with the stent balloon was unsuccessful. A 1.5x8mm sc balloon was advanced. An attempt to retract the stent into the guide with the balloon was unsuccessful. An attempt to advance the non-medtronic guide extension catheter over the stent was unsuccessful. A 3.0x 12mm sc balloon was then advanced to the mid cx. The balloon was inflated which resulted in the stent being pushed further down towards the stenosis. The stent was then adequately expanded and apposed using multiple inflations with multiple balloons. Another 3.5x12mm resolute onyx was implanted, reducing the stenosis to 0%. Post dilation was performed. Repeat angiography revealed excellent angiographic results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.